Event description:
Disposable harmonic scalpel would not function. The cords were changed, generator plugs and foot pedal connections checked. It still would not function. A new harmonic scalpel was placed on the field and functioned correctly.